Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. Based on the analysis performed on the sample, the complaint was confirmed. The pilot ballon is scratched. This type of scratch can be caused when the pilot ballon inflated is in contact with some sharp edge, the unit is observed used. However, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. The failure mode will continue to be monitored for threshold and escalation. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
B3: day is unknown, month and year are known. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hole in the pilot balloon. There was no patient involvement and no patient harm/adverse event reported.